Event description:
Customer reportedly received results of 215 mg/dl and 67 mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.